Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient confirmed that the alleged meter inaccuracy began on (B)(6) 2018 between 8.00 am and 9:00 am, when she obtained alleged inaccurate blood glucose readings of ¿400 and 121 mg/dl¿, with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient was unable to confirm which medication she was taking to manage her diabetes at the time of the alleged issue and denied making any changes to her usual diabetes management routine. The patient denied developing any symptoms but reported visiting her doctor in response to the alleged inaccurate meter issue. On (B)(6) 2018, the patient visited her doctor where her blood glucose level was checked, obtaining a reading of ¿93 mg/dl¿. The patient could not report what type of treatment she received at her doctor¿s, in response to the blood glucose reading. Replacement product has been sent to the patient. During troubleshooting, the csr documented that the unit of measure was set correctly on the subject meter and an approved sample site had been used to obtain the blood samples. The csr confirmed that the correct testing process was being followed. Replacement products have been sent. This complaint is being ruled-out as a reportable event based on the following conclusions: based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Complaints relating to the reported products were evaluated. It was concluded that the number of complaints for the products did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.